Event description:
Lap chole- "went to pull trigger and jaws broke off. Part of bad lot number that was not caught for recall."

Manufacturer narrative:
Applied medical received a medwatch report under (B)(4). Product has not yet been received for evaluation. A follow-up report will be sent within 30 days or upon completion of the evaluation.